Event description:
A customer observed a condition code indicating that the analyzer's reagent metering subsystem was not performing optimally. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event indicated a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer replaced the reagent metering probe. Following the maintenance actions, the customer ran controls and verified the control results. The cause of this event was a partially occluded reagent metering probe.